Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers had failed, and the device was not on the bus. A field service engineer assisted the customer in completing a station shutdown with power removal, and that seemed to have resolved the issue. The system functioned as intended after the field service engineer assisted the customer with the issues of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers had failed, and the device was not on the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.